Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio mesh and biolg ab mesh (unspecified) on (B)(6) 2014 and/or (B)(6) 2015. As reported the patient is making a claim for an adverse patient outcome against the ventrio mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventrio mesh (device 1). Per operative notes, ¿hernia sac was removed. An oval ventrio mesh (device 1) was placed into the abdomen and secure it with suture.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia, adhesion, pain thereby underwent open repair with explant of ventrio mesh (device 1) and implant of xenmatrix ab mesh (device 2). Per operative notes, ¿hernia sac was dissected out. All adhesions were removed. Previously placed ventrio mesh (device 1) was dissected out from abdomen area. A xenmatrix ab mesh (device 2) was placed and secure it with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is in-conclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no., UDI no.), d6a (date of implant), d6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio mesh and biolg ab mesh (unspecified) on (B)(6) 2014 and/or (B)(6) 2015. As reported the patient is making a claim for an adverse patient outcome against the ventrio mesh. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. H3 other text: not returned.